Event description:
Customer reported difficulty in pressing the quick bolus/wake button on the pump, which required multiple attempts to turn on the screen. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.